Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite attempting to charge with multiple usb cables and power sources. The customer's blood glucose was 193 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source for 30 minutes.